Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl and the customer fell and cut their face. Low bg cause was not known. The customer went to the emergency room and was treated with intravenous saline. Reportedly, the customer was released the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. No additional information was provided.